Event description:
It was reported that during a routine device changeout procedure, the atrial lead was inserted into the incorrect header port of the new device. Upon removal, the sealant ring separated from the lead. The sealant ring was removed from the device and placed back onto the lead. The lead was successfully used with the new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.